Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated x-rays were done which showed no irregularities. Rep adjusted l side to try to cover r side when on. Additional information reported by the rep; rep reported the reprogram did resolve her low back pain but she is still having issues with her restless leg which she states was previously better before her fall. Rep will not be meeting with the patient again. No surgical intervention planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a manufacturer's representative (rep) tried to adjust the stimulation on a, b and c for the left side to compensate for the right side not working. The patient tried a, b and c to compensate the right side. The issue wasn't resolve. The patient was going to the doctor on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that groups a and c were not working for pain therapy on the right side since a couple days ago. The patient clarified that she cannot feel stimulation on the right side. The patient reported seeing "settings not available" screen yesterday (2020-12-22). The patient stated group b for the left side was working. The patient stated she can feel the stimulation. It was asked about circumstances that may have led to the event and the patient stated she did fall about a week ago. It was suggested that the patient connect with her hcp office to have the ins / leads checked. Additional information was received from a patient via a manufacturer representative (rep). It was reported that lead 0-7 was showing all electrodes to be out. The patient reported having more pain after a fall. The rep ran multiple impedance checks using different reference electrodes. The rep would attempt to reprogram on the remaining good lead to help the patients pain. The issue was not resolved.